Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "physical defects in composition." Patient developed breast cancer about 4 years following implant. The device has been explanted. Patient has a history of breast cancer. Instances of breast cancer are not device related.